Event description:
No additional event information.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4, b5, d2, g1, g3, g6, h1, h2, h6 corrected: d4, h4, h6 (component codes) product has not been returned. No product evaluation was able to be completed. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. Radiographs indicate no concerns with positioning or alignment of implants, and the issue resolved without surgical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: g7 osseoti multihole, #item 110010266, #lot 65300751, bone screw self-tapping, #item 00625006525, #lot j7217788, bone screw self-tapping, #item 00625006540, #lot j7240913, g7 longevity high, #item 20123606, #lot 65454289, femoral stem press-fit, #item 00786401420, #lot 63159639 therapy date: (B)(6) 2023. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed. At the 1 year follow up visit, the patient reported tenderness over the greater trochanter consistent with bursitis for which the surgeon provided a cortisone injection. At subsequent follow ups, the patient reported no further pain, difficulties, or complications. Attempts have been made and additional information on the reported event is unavailable at this time.